Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system was faulting with a non-recoverable error 40241. Site performed a hard power cycle of system and it powered on with 32115 faults on arm 2. Site power cycled system again, but 32115 fault returned with error 32115 points to ac_2b and ac_2c on usm2. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. System functionality checked upon powering on the system and the system initially powered on without errors. Dvstat was contacted for troubleshooting and full troubleshooting was completed however arm 2 became disabled and we were not able to complete procedure robotically with only 3 arms. Site performed a restart, then a hard restart and also had to break several instruments to have them release bowel that they were grasping and then had undock as arm 2 became unfunctionally and proceed the procedure laparoscopically. Dvstat was contacted prior to aborting/converting the procedure. The procedure was converted because site could not proceed with the procedure with only 3 robot arms. It is unknown if conversion resulted in increased port size or if the patient tolerated the change well. It is unknown if there was any patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments that had to be broken to release tissue were prograsp forceps and fenestrated bipolar forceps. The technical support instructed the team to use the release kit and once the instruments were removed to send those instruments. No fragments fell inside the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.